Manufacturer narrative:
Product event summary: analysis confirmed the customer comments of stylus failure, audible "ring" sound and broken bay, the programmer powered up to either an error or three short beeps and it was noted that when it powered up with the three short beeps the stylus would not work. The xy board was replaced to resolve. The broken power cord bay was replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests.

Event description:
It was reported that the programmer had a stylus failure, that it made a ringing sound and that it had a broken bay. The programmer was returned for service and a requested test and calibration procedure. No patient complications have been reported as a result of this event.